Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was no data after double blood drop. No additional patient or event information is available. Data was provided for evaluation. The reported event was not confirmed via data. The root cause could not be determined.